Manufacturer narrative:
Device used for treatment, not diagnosis. Patient age & weight not provided for reporting. This report is for unknown nail/unknown lot number. UDI: (01) unknown part number (10) unknown - UDI is unavailable. First surgery in 2010, first revision in 2011, second revision in 2017. Device is not expected to be returned for manufacturer review/investigation. Reporters phone number: (B)(6). 510k#: unknown. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes on an event in (B)(6) as follows: postoperatively breakage of pfna (proximal femoral nail antirotation). Second case related to (B)(4) first surgery in 2010, first revision in 2011, second revision in 2017. This complaint involves 1 part. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Explant date. Added concomitant devices, therapy date is 2010. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was further reported that on (B)(6) 2012, the patient underwent revision surgery for pseudoarthrosis with material fatigue fracture and subtrochanteric multiple fragment femoral fractures. A broken pfna nail and four wire cerclages were removed and re-osteosynthesis with another pfna and iliac crest spongioplasty was performed. It was reported that the patient was treated in an inpatient geriatric rehabilitation clinic from (B)(6) 2012 to (B)(6) 2012 for unstable gait, strength and mobility deficits and pronounced pain symptoms. It was reported that the patient improved in terms of mobility, gait stability and independence and that her pain symptoms improved considerably. Concomitant devices reported: cerclage wire (part #unknown, lot #unknown, quantity 4).

Manufacturer narrative:
Additional patient identifier: (B)(6). Clarification: this report is for an unknown pfna nail. Part and lot numbers are unknown; UDI number is unknown. Device is not distributed in the united states, but is similar to device marketed in the USA. Corrected data: patient gender; common name, device code. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Clarified initially provided description. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in germany as follows: it was reported a proximal femoral nail anti-rotation (pfna) broke post-operatively. The device was implanted in 2010. On an unknown date in 2011 there was a revision procedure. It was noted that the patient underwent a second revision procedure on (B)(6) 2017. This report is for the revision in 2011. (B)(6) captures the (B)(6) 2017 revision procedure.